Manufacturer narrative:
Due to a manufacturing error there is a potential of the outside diameter of the drill bit being oversized. As a result, there is a potential for the drill to not pass through the applicable drill guide. The investigation has determined that two lots are potentially affected. A field action has been initiated to retrieve the applicable lots.

Event description:
It was reported that the instrument was tested before surgery. It was found that there was a tightness between drill bit and guide. After running in through a few times it was fine.